Event description:
It was reported to the MFR by the end user, per the end user the resident has femur broken in both legs and has a cast on each leg. The resident set up in bed, leaned to the side and fell out of the bed. The resident was sent to the hospital. One femur was displaced and surgery was required. The joerns tech visited the facility on (B)(6) 2015 to inspect the mattress and control unit involved in the incident. The mattress and control unit passed a complete functionality check and was secured to the bed frame properly. (B)(4) was entered into our system.